Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed after the indicator window changed to black-black, and the plug could not be ejected during use. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The device was used following an interventional procedure. The device and vascular sheath introducer were retracted until blood flow stopped prior to attempted deployment. The indicator window did not show any red color during retraction, and the device was not attempted to be deployed outside of the patient. The operator was trained in the device, and the exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. A non-cordis vascular sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, there was no stent near the puncture site, there was no stenosis greater than 50% at or near the puncture site, the target femoral site had not been closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.